Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-aug-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The bolus button cover was lifted. During testing, it was found that the ok key button was not working. All other keypad buttons responded appropriately. The display was found to be dim and discolored. Due to the ok key button not working, investigation was unable to test the bolus button function. A leak test was performed, and a leak was identified in the bolus button. The pump cover was removed and no evidence of contamination on key contacts was found. There was evidence of moisture corrosion throughout the internal components, on the display board and all boards, as well as on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an under responsive ok key button. Investigation further revealed a dim and discolored display. There was moisture corrosion inside all internal parts of the pump and on display board and all boards as well as on the display. This report is made based on results of investigation completed on 28-aug-2019. There was no indication that the product caused or contributed to an adverse event.